Event description:
Warehouse has opened us a non conformity, because they have received a box of 50-7510 pleurx 1000ml drainage kit with one of the envelopes badly sealed and that has lost sterility. We cannot sell this box of 10 units with lot 0001456550.

Manufacturer narrative:
A device history record was performed for the reported lot. No recorded quality problems or rejections related to this incident were found. As a result of the evaluation of the photos provided by the customer, it was observed that the defect is located at the top part of the header bag. The top seal is broken, appearing as a hole in the package. During the investigation, it was observed that the top part of the header bag is received sealed from the supplier. The bottle and other components are placed into the header bag from the bottom part, and this is the part sealed at the manufacturing site. The top part is not changed in any way during the manufacturing process. The incoming records for raw material 302-18101 (1000ml header bag) were reviewed and no quality issues related to this incident were observed, the material was accepted for manufacture at incoming inspection. A visual inspection is performed at this step, to verify the material does not present any defects that could affect the quality of the product. The current manufacturing controls related to this incident were also reviewed. The work instruction calls for a visual verification of the header bag before using it in the process. This verification requires the header bag to be clean, free from scratches, tears and folds. This visual verification is performed 100% to all header bags used in the manufacturing process. The quality tests performed to the product before its release were also reviewed according to its corresponding procedures. A visual inspection to the finished goods was performed. This procedure calls for the verification of the header bag to ensure it is free of defects. No issues were found regarding the performing tests. It could be confirmed that all procedural and functional requirements for the reported lots release were met. Because of the placement of the defect in the top part of the header bag and considering this part is received sealed from the supplier and not changed during the manufacturing process. And, considering that there is a 100% visual inspection of the material in the manufacturing process, it is thought that the defect was not produced in the manufacturing site. Therefore, based on the investigation performed a probable root cause cannot be established. During the analysis performed to the elements relevant to the reported defect, no issues were found. The DHR review showed no recorded quality problems or rejections related to this incident. It was confirmed that the procedural and functional requirements needed for this lot release were met. Since the supplier factor could be involved, a quality notification was issued to the supplier regarding this defect. H3 other text : see manufacturer narrative.

Event description:
Envelope broken. Envelope broken. Before use. Warehouse has opened us a non conformity, because they have received a box of 50-7510 pleurx 1000ml drainage kit with one of the envelopes badly sealed and that has lost sterility. We cannot sell this box of 10 units with lot 0001456550.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).